Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and a review of the logs were] performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The damaged door latch roller was identified during visual inspection. The cause of the condition was not determined. The latch roller was replaced to resolve the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door latch roller. No additional information is available.